Event description:
Doctor reported that "the resident a new nurse connected the pump to the introducers tubing instead of the dome." The resident then pumped around 100cc of air into the patient before realizing the problem.